Event description:
Customer who is currently pregnant called to report bgs that ranged from 269 mg/dl to 404 mg/dl. Despite bolusing, her bgs did not decrease. She wore the pod for 7 hours. Upon removing the pod, she noticed "the cannula was cracked in half and she was not getting her insulin." She manually injected 11 units of insulin and was able to activate a new pod. The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned as of the date of this report. No product eval was performed to determine if any malfunction or defect occurred that may have prevented the device from delivering insulin as intended. We are reporting this as an assumed damaged cannula. The omnipod's user warns, "do not apply or use a pod if it is damaged in any way. A damaged pod may not work properly." The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customer scan avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high, the user guide instructs to change the pod using a new vial of insulin and contact a hcp for guidance. Pod lot qualification records were reviewed and found to have passed all acceptance criteria.